Event description:
On (B)(6) 2025, the user reported experiencing nighttime low blood glucose levels while using the ilet device. A low blood glucose of 36 mg/dl was reported and treated with skittles and lemonade. No other device malfunction or adverse event was specified.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.